Manufacturer narrative:
(B)(6). Concomitant product: concomitant medications included flonase, atrovent. Sl-10 microcatheter used on (B)(6) 2014. Complaint conclusion: the device was returned for analysis. A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 12 received coiled inside of original carton box inside of a plastic bag. The galaxy device was found inside of the non-codman device (sl-10 microcatheter). Residues of dry blood can be observed on the devices. The embolic coil of the galaxy device was found stretched/kinked in knot condition outside of the non-codman microcatheter. The hypotube, introducer, support coil and gripper were found without damage. No obvious damages were noted on the non-codman microcatheter. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched/kinked in knot condition. The od from the delivery tube was measured and was found within specification. The sl-10 microcatheter was flushed and the galaxy device can advance through of the microcatheter from the distal end; however, when trying to remove the galaxy device from the microcatheter from the proximal end, resistance friction was felt due to the knot condition found on the embolic coil of the device. Review of DHR for lot 16068664 revealed no issues that were considered potentially related to the reported complaint. The resistance and coil stretching were confirmed. The cause of the resistance friction experimented by the customer could not be conclusively determined, but appears to be due to the knot condition found on the embolic coil. Procedural factors when the microcatheter popped out of the aneurysm most likely contributed to the coil stretching. The coil may have become anchored in the aneurysm or the microcatheter. Aneurysm growth after coil embolization is a known event. Factors which may have a correlation with post coil embolization re-growth include neck size, packing density, and inflow angle. The instructions for use (IFU) precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Based on the available information, it appears that aneurysm characteristics contributed to the reported event. With review of the information and the device history records there is no indication of any manufacturing issues related to these events; therefore, no corrective actions will be taken. This is an initial/final MDR and is 1 of 5 mdrs submitted for patient identifier (B)(6).

Event description:
Initially, the patient underwent coil embolization of a ruptured, 8mm left posterior communicating aneurysm with orbit galaxy coils (641cf0721/c16551, 641cf0515/c15295, 651cs2505/c11293, 641cx0306/c15534) and a neuroform stent, with a post-procedure occlusion rate of 95%. Approximately 6 months later, routine follow-up revealed asymptomatic recanalization, with an occlusion rate of 75%, and the patient underwent repeat embolization with an orbit galaxy coil (640cf0412/16068664) and 14 other unspecified coils. There was difficulty advancing the entire coil through the sl-10 microcatheter, and when the physician pulled the coil back to remove it, the microcatheter popped out of the aneurysm and the coil became stretched. He was able to get the coil back into the microcatheter and remove the entire system.